Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side impaired healing, device migration, and hypertrophic scar manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on both sides and experienced right side impaired healing, a small mass on the right side and slight closed capsulotomy was done to resolve the issue, right side device migration, and bilateral hypertrophic scar. The patient underwent bilateral explantation and replacement catalog number 3542660; lot number 51897 on the left side, and with catalog number 3542660; lot number 49713 on the right side on march 14, 1991. The scarring was the primary reason for implant bilateral removal and replacement. This report is for the patient¿s right-sided device.